Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered four inappropriate shocks over several episodes due to myopotential noise. The nose was reproducible in the clinic with arm movement in both the primary and secondary sensing vectors, while the alternate vector has too small of signals. X-ray imaging was performed, and system placement looked good. Subsequently, the s-ICD system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered four inappropriate shocks over several episodes due to myopotential noise. The nose was reproducible in the clinic with arm movement in both the primary and secondary sensing vectors, while the alternate vector has too small of signals. X-ray imaging was performed, and system placement looked good. Subsequently, the s-ICD system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.